Event description:
While attempting to remove the occlusion balloon the balloon became caught on the edge of the deployed stent. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the aspiration catheter and aspirated the vessel. The physician inserted the stent delivery catheter and placed the stent. The physician inserted the aspiration catheter and aspirated the vessel four times. The pt commented about chest pain. The physican deflated the occlusion balloon. The physician decided to place another stent into the vessel. The physician inflated the occlusion balloon again to occlude the vessel. The physician inserted the stent delivery catheter and placed the stent. The physician inserted the aspiration catheter and aspirated the vessel three times and then deflated the occlusion balloon. The physician attempted to remove the occlusion balloon wire and the balloon material became caught on the edge of the deployed stent. The physician attempted to remove the occlusion balloon wire by using a transit catheter, however was not successful. The physician inserted a multi purpose catheter and was able to remove the occlusion balloon wire form the pt. The physician noticed that the distal stent had become dislodged. The physican attempted to repair the stent by deploying a second stent to the area, however it would not pass through the dislodged stent. The pt was unable to handle the prolonged treatment and reacted by decrease in blood pressure. The physician was unable to treat the dislodged stent. The pt was sent to intensive care unit with a balloon pump. It is not know at the time of this report the status of the pt. The device was not returned for eval.